Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not functioning as expected. Two weeks later, a surgery was performed in which the reservoir connector was found to be cracked. Therefore, the pump was replaced at discretion of the doctor. The cause of the reservoir connector crack was not detailed by the hospital. The patient improved and had a stable outcome.

Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm the reported clinical observation of a break in the reservoir connector as this was not returned. The pump was returned and analyzed and no issues were found. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the pump of this inflatable penile prosthesis (ipp) was thoroughly analyzed. The pump was visually and microscopically inspected, leak tested, and functionally tested. The pump passed all testing. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) not functioning as expected. Two weeks later, a surgery was performed in which the reservoir connector was found to be cracked. Therefore, the pump was replaced at discretion of the doctor. The cause of the reservoir connector crack was not detailed by the hospital. The patient improved and had a stable outcome.